Event description:
The customer reported via phone call that the insulin pump has an unresponsive keypad. The customer states he did go thru a body scanner multiple times while traveling. The blood glucose level at the time was 125 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.